Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (implantable neurostimulator) was associated with several issues, including the handset not connecting to the device, the device not charging, and the device not holding a charge. Additionally, the open loop charging screen was displayed with good coupling quality, but the recharger/handset did not advance to closed loop charging after approximately 20 minutes of charging. The patient claimed to have charged the device to 30% the previous night, but it was unclear whether the device or an external component was charged. The issues were identified while attempting to charge the device so the patient could activate magnetic resonance imaging (MRI) mode. Review of charging procedures and MRI eligibility was conducted. Troubleshooting was not required, and the issue was not resolved through troubleshooting. Follow-up with the patient and further attempts to charge the device were planned. It was unknown if there was any patient involvement or complications as a result of the event.